Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comments regarding generated errors, the unit booted up and operated according to specification. It was noted that the health and performance of the hard drive were 99% and 100% respectively and that one reallocation event had occurred in the past and therefore the hard drive was replaced as a preventive, and that the tab on the power cord bay door was bent so the power cord bay was also replaced. (B)(4).

Event description:
It was reported that the programmer received an error while installing the software. It was noted that the error was specifically related to the operating system platform. No troubleshooting was performed; the programmer was operating as designed and remains in use. There was no patient involvement. It was further reported on the return paperwork that there was an error generated which indicated "test failure". Follow-up determined that the "test failure" error occurred during boot-up and that multiple reboot attempts did not clear the error, and additionally that this was a separate event from the error which occurred as a result of a software download attempt. The programmer was returned for service. There was no patient involvement.